Event description:
Note: the date of event is unk. It was reported to boston scientific corp. In 2009, that a radial jaw hot single-use biopsy forceps was used during a procedure. According to the complainant, prior to unpacking, black foreign material was found on the distal part of the catheter. The procedure was completed with another radial jaw hot single-use biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.